Event description:
It was reported by the customer that a generic bd pyxis¿ es server users were not able to access the stations. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the users were not able to access the stations. A technical support specialist (tss) identified a new user login issue and confirmed that the hospital had undergone an upgrade the previous week, which caused problems with patient discharge and prevented some new users from logging in. When users attempted to log into the server first and then the station, the login worked successfully. However, one user continued to experience login issues at the station. The station logs indicated 'invalid credentials'. The customer was requested to contact information technology (it) to reset the user's credentials. After the reset, the user was able to log in successfully on both the server and the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server users were not able to access the stations. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.